Manufacturer narrative:
This report has been identified as event one of b. Braun (B)(4). Two used sets were received for evaluation. Upon visual inspection, a crack was observed along the female luer threads of the molded carsite valve body on one of the samples. Both samples were tested for leakage, and the sample with the observed crack did leak through the crack. The other sample had no observed leakages. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: event 1: leaking blood at caps.